Event description:
The pt reports he was treated for a corneal ulcer in the o.s. Follow up with the ecp for more information notes that the pt was diagnosed with a corneal ulcer and was treated with ciloxan. Opacity scarring of the cornea that may or may not impair vision was noted. This is being filed as corneal ulcer.

Manufacturer narrative:
This is being filed as corneal ulcer. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusion: conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.